Event description:
The information received indicated that the outback catheter was prepped in a normal and appropriate fashion, but the needle would not withdraw entirely back into the catheter. A new outback was opened and used successfully. The outback was inadvertently thrown in the trash and will not be returned

Manufacturer narrative:
The information received indicated that the outback catheter was prepped in a normal and appropriate fashion, but the needle would not withdraw entirely back into the catheter. A new outback was opened and used successfully. The outback was inadvertently thrown in the trash and will not be returned. It was reported that there is no further information available regarding the preparation or condition of the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 15108362 and cannula subassembly lot 15099152, braided cannula subassembly lots 15089377 and 15093212 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The receiving inspection records for the tipped cannula used (lots: 200909090021,200909230161 and 200909230162) were reviewed, and these lots were deemed acceptable. Outer shaft subassembly lot 15106355 and nosecone subassembly lots 15091635 and 15086768 were reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. The operator qualification records were reviewed. The operator that performed this operation was qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing. Without the return of the device for analysis, no conclusion can be made regarding the reported inability to withdraw the outback needle back entirely after prepping prior to use in the patient. Based on the device history record review, there is no indication of any manufacturing issues impacting the event. Therefore no corrective actions will be taken at this time.